Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and high pacing impedance. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance, failure to capture and dislodgement due to twiddlers confirmed via diagnostic imaging on the atrial (ra) lead. The physician elected to explant and replace the ra lead. There were no patient consequences.